Event description:
Aortic catheter (50cc capacity) used. Balloon was inflated with no more than 50cc's ns. When catheter was withdrawn from aorta, it was noted to be damaged. The balloon was not intact- a strip portion of the balloon was missing. Catheter not radiopaque and was not visualized in the leg. Procedure: aortobiprofunda artery bypass. No apparent injury to pt as a result. No plans to remove at present.